Event description:
The customer reported that there was no sound from the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness or any delay in treatment for the patient's condition.